Event description:
It was reported that the lead impedance measurements were less than 1,400 ohms. The pt's device was turned off until the baby was born. It was found post pregnancy that the lead had disconnected from the neurostimulator. One of the leads was replaced. Further info is being requested.

Manufacturer narrative:
See scanned pages.